Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via a 6f sheath hole prior to a electrophysiology (ep) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide that was attempted. An attempt was made with a another proglide device; however, the whole suture (including the knot) came out when retrieving sutures from the device after deployment, so no capture of the vessel would have been achieved. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.